Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. The side rail was almost fully detached as the screws holding the panel to the metal plate were ripped off. This malfunction was detected during the device inspection after returning of the rental bed from the customer, therefore the circumstances of the damage remain unknown. Before delivery of the bed to the customer, the bed passed the quality check that confirmed proper functionality of bed. No defective components were found at that time. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ to sum up, based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There is no indication that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the side rail detachment.

Event description:
The side rail panel detachment was observed during quality check of the bed performed in arjo service center after returning of the bed from the customer. The screws holding the panel to the metal plate were ripped off. No patient was involved at that time. No injury occurred.